Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017. The cause of death was stroke. The caller stated that the customer had a stroke that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 2 days prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The pump was received with intermittent button response on the act button.